Manufacturer narrative:
Citation: tsuda et al. Double-snare technique to facilitate second transcatheter self-expandable valve delivery inside an embolized valve. Images in cardiovascular intervention. 2024, vol 39, p97¿98. Doi.org/10.1007/s12928-023-00960-9. Published: 16 october 2023. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a patient with exercise dyspnea and severe aortic stenosis who underwent transcatheter aortic valve replacement with implant of a medtronic 26-mm evolut pro+ bioprosthetic valve.  Following deployment from the delivery catheter system, the valve dislodged and migrated into the ascending aorta.  As the patient was hemodynamically stable, a second evolut pro+ valve was attempted.  However, while advancing the second valve there was difficulty in passing the first valve on greater curvature of the ascending aorta despite stabilizing the first valve with a snare catheter.  With use of a second catheter to allow for controlled traction the second valve was advanced thru and past the first valve and successfully implanted in an optimal position without any complication.  No further information was provided pertaining to medtronic products.